Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that patient presented symptoms on (B)(6) 2018. Patient had been discharged on (B)(6) 2018 with low hemoglobin. Patient was readmitted (B)(6) 2018 due to worsening shortness of breath and fatigue. No melena or blood in stool was found. Patient reported leg swelling and 5 pounds (lbs) of weight gain. Patient received additional 2 units of packed red blood cells (prbcs). Hemoglobin increased from 6.8 g/dl to 9 g/dl. Patient was continued on antiplatelets and warfarin. Patient was discharged on (B)(6) 2018 with a hemoglobin of 12.3 g/dl. No further information was provided.

Manufacturer narrative:
The referenced patient history of gastrointestinal bleeding was reported under medwatch MFR report# 2916596-2018-02224. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, and 1 month. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient had a hemoglobin of 7.0 g/dl and symptoms of melena and fatigue. The patient was transfused with 2 units of packed red blood cells (prbcs) on (B)(6) 2018 and hemoglobin stabilized. On (B)(6) 2018, the patient reported stools were still darker but felt melena had resolved. On (B)(6) 2018, the patient was admitted to the hospital for recurrent anemia and recurrent gastrointestinal bleeding and transfused with an additional 2 units of prbcs. The patient was off of warfarin and plavix. Additional information was requested but not yet provided.